Event description:
The customer reported that the defib failed to pace while on a patient. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the defib failed to pace while on a patient. There was no report of any negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.